Manufacturer narrative:
Tech - when put in up position the head section will drift down after several hours. Faulty s7 and s8 solanoid valves replaced both. No misuse or abuse no patient impact bed located on 5 west.

Event description:
Information received that the head section will drift down after several hours. No injury reported.